Event description:
It was reported that the maryland bipolar forceps instrument experienced "scraping of black coating". It is unknown if the event occurred during a procedure. No additional information has been provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the reported complaint failure analyses observed a very thin section with scraping and various scratches on the distal end of the main tube. This site has previously returned bent cannulas which were the likely cause of scraping.